Event description:
Customer reports the device displayed key fault message when powered on. No reported pt involvement. Service rep could not duplicate the reported condition. A component was replaced as a precautionary measure and proper operation was confirmed.